Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catd aspiration catheter (catd). During the procedure, the tip of the catd became flattened as the technician attempted to advance it into a non-penumbra sheath. The catd was therefore removed, and the procedure was completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.